Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with repair of cystocele, rectocele, and enterocele, laparoscopy, ureterolysis, laparoscopic supracervical hysterectomy with cervical stump suspension, sacrospinous ligament fixation and lysis of adhesions due to uterovaginal prolapse.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lawyer-filed report (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
It is noted in the medical records that patient underwent a mesh implant, cystourethroscopy, and lysis of adhesions in 2008. It was reported that patient underwent excision of permanent suture with vaginal incision revision and trigger point injection on (B)(6) 2008 due to poor wound healing, vaginal bleeding, and chronic pelvic pain. It was reported that the patient underwent revision/removal of vaginal mesh, cystoscopy, and trigger point injection on (B)(6) 2013 due to chronic pelvic pain, pelvic myalgia¿s, vaginal scarring with exposed vaginal mesh, vaginal atrophy, point tenderness on the perineal body midline, and interstitial cystitis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.